Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Photographs have not been sent of the device or of the skin reaction. The patient was seen by a dermatologist for an "extreme reaction" to an adult ECG electrode. The technical data sheet for cleartrace electrodes and the biocompatibility testing of the electrodes has been sent to the distributor to pass on through the client to the dermatologist. Conmed is not certain if the dermatologist has given any treatment to this reported "injury". Conmed is attempting to retrieve additional information surrounding this incident. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation or confirmation of defect or confirmation of conmed product. Photographs have not been provided of the device or of the reported skin reaction. All communication attempts to retrieve additional information regarding this event remain unanswered from the end-user. A DHR / lhr, device history record / lot history record, review was not possible as the lot number has not been made available. There could be a multiple of causes for this failure mode. One possible cause could be insufficient skin preparation resulting in trapped solvents or oils under the electrode. The IFU, instructions for use, specifies that, "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion". It is also possible that the electrode may have been improperly removed from the patient. The IFU indicates that, "rapid removal of electrode from the patient may cause skin damage". Furthermore, allergic reaction to gel component of the electrode or to adhesive could be a possible cause to this failure mode. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product or review of the DHR / lhr documents. Biocompatibility documents noted that all skin contact components of the electrodes are tested and considered biocompatible for their intended use. Electrodes are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. Thus, the likely possibility of a skin reaction due to manufacturing related issues is relatively low. Without a complaint sample or additional information from the customer, conmed cannot confirm this complaint or determine actual failure mode or conclusively determine probable root cause. Manufacturing defects were not identified within the evaluation; therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed. Not returned to conmed.

Event description:
It was reported to conmed corporation, "we sell your conmed 1700-030 electrodes, and have received a question from one of our users. The customer had a patient, who had an extreme skin reaction, after using the conmed electrodes. The patient had to go to a dermatologist, there now is investigating, where the reaction comes from. The dermatologist have asked, if it's possible to get information about which ingredients, there are in the gel "just to use it for the investigation of the skin reaction".